Event description:
It was reported that a vns patient was experiencing an increase in seizures and that he had undergone revision surgery due to the end of service of his vns generator. The patient's treating vns therapy physician stated that it is unknown at this time whether the increase in seizure activity was due to the end of service of the patient's device. The relationship between the seizure activity and vns therapy is unknown.